Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. The keypad was identified to be inoperable. The cause of the condition was determined to be a physically damaged keypad. To correct the condition, the front panel was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified keypad issue. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.